Manufacturer narrative:
Upon inspection, the hrc technician determined that the CPR function could not be activated. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the CPR feature operates correctly. Repair or replace the siderail if necessary. A product maintenance search was performed for this serial number and the records show that the last pm date was (B)(6) 2023. The baxter technician replaced the CPR system to resolve. Based on this information, no additional actions are required at this time.

Event description:
The customer alleged that the CPR was inoperable. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).